Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 750 mg/dl and large ketones. The customer was treated through intravenous insulin and saline. Customer was released 4 hours later with no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.